Event description:
During a procedure to repair an abdominal aortic aneurysm by placement of an endovascular graft, when the dilator was removed from the sheath, the valve malfunctioned and a large amount of blood leaked from the valve. This happened with two sheaths and the pt lost so much blood that he had to stay longer in the hospital for observation.